Event description:
Subsequent to the initially filed report, the following information was received: reportedly, the device was deployed; however, the suture was in the suture bearing when the device was removed. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the return device. The reported suture malposition was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5: describe event or problem: updated. H6: medical device problem code 1142 failure to cycle needle to cuff miss was removed, code 2616 malposition of device suture was added.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The first prostyle device was deployed and pre-placed as intended. Reportedly, a cuff miss [suture retrieval issue] occurred with the second prostyle device. The suture of one new prostyle device was successfully pre-placed. The sheath was upsized to a 15f, and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.